Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and rsd/causalgia-complex regional pain syndrome. It was reported the patient had a change in therapeutic outcome associated with a significant fall ¿several months ago.¿ this progressed to a complete loss of therapeutic effect during the previous week. The patient was reprogrammed using adjacent electrodes and therapeutic effect was regained. It was also noted electrodes 3, 4, and 5 were measuring greater than 10,000 ohms. The issue was resolved at the time of the report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on may 12, 2017. The rep stated that the patient underwent a revision surgery on the day of the report. One of the two leads had open circuits on all electrodes and was replaced. The pulse generator was also replaced due to excessive overdischarges. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-jun-08. The rep stated that the device was not and would not be returned per the healthcare professional¿s (hcp) request. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.